Event description:
It was reported that: "cuffs deflate when patients are on prone position". No patient harm or injury reported.

Manufacturer narrative:
(B)(4). Additional information received from the customer identifies product code as 5-10115 and lot as #73d2000311. Customer also reports "there was no desaturation of patients in intensive care because they are monitored and looked after very closely. As soon as the nursing teams noticed that a balloon was deflating or was deflated, the nurse immediately changed it in order to anticipate desaturation." The current condition of the patient was reported as "stable". Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Verification of failure mode reported in the current manufacturing process and was conducted as follows: 615 samples were taken from the current production (material # 00001-14 lot # 3114464), the cuff from the samples were inflated and left for four hours, after this time samples were checked to verify if any leak was present however all samples were still fully inflated, defect reported "deflates slowly - cuff" was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "cuffs deflate when patients are on prone position". No patient harm or injury reported. Patient condition unknown at time of report.